Event description:
According to the reporter, during a low anterior resection procedure, the surgeon pushed the safety release, however he/she felt a strong resistance. In spite of resistance, the surgeon could push the safety release and fire the device successfully. The status of the patient is no problem.